Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the perfusionist that the pt had experienced intermittent yellow wrench alarms. During the pt's clinic visit, the perfusionist was unable to reproduce the reported event; however, he was able to reproduce a similar alarm (power cable disconnect - yellow wrench) when he disconnected the pt's battery. The issue seemed to occur when the pt was on battery power. The hosp staff did not witness the actual reported intermittent alarm condition. The perfusionist placed the pt in fixed mode and the alarm still occurred. The pt's system controller, battery clips and batteries were then exchanged and the alarms resolved; however, after the clinic visit, the pt experienced the alarm again while driving. The perfusionist reported that the pt wore a lot of heavy clothing and thought that his clothing might be occluding the vent filter. The pt returned the following day to the clinic and the perfusionist cleaned the vent filter adapter. The pt was instructed to keep the vent filter/adapter clear of heavy clothing. The pt did not experience any alarms until 3 days later, and was admitted to the hosp as he experienced a red heart alarm. The pt did not check the display module, so the alarm could not be reproduced. The perfusionist noted a lot of dust in the vent filter adapter and cleared it. A waveform was reviewed but no anomalies were noted. A vent filter analysis was performed by the MFR and a "trace to slight amount" of chlorine was noted. Several days later the perfusionist informed the MFR that the hosp exchanged the lvad with another lvad on 02/12/09, as the pt had experienced yellow wrench and power limit advisories the previous few weeks and they felt that it was pump end of life. This was an elective pump exchange. The pt remains stable on the new lvad.

Manufacturer narrative:
The explanted device was sent to the MFR for eval. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.